Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00762, 3008114965-2023-00764, and 3008114965-2023-00765. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (97988374) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00762, 3008114965-2023-00764, and 3008114965-2023-00765. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 48-year-old male patient underwent a pharyngeal-carotid artery (ca) vessel sacrifice procedure targeting the left common carotid artery (lcca), a 6fr sheath -right femoral artery, 6fr benchmark¿ distal access catheter (penumbra) with 5fr vtk select catheter (unspecified brand) were introduced to the lcca along with an excelsior® xt-27® microcatheter (stryker) and synchro2® 0.014¿ guidewire (stryker). A 3mm-5mm micro vascular plug (mvp) (medtronic) was deployed in the lcca segment. The excelsior® xt-27® microcatheter was removed. The sl-10® 45° microcatheter (stryker) and the synchro 14 guidewire at the proximal to where the plug was deployed was removed. The following cerepak freeform coils were placed: 4mm x 12cm cerepak freeform (scr120412 / (B)(6)), 5mm x 15cm cerepak freeform (scr120515 / (B)(6)), 6mm x 20cm cerepak freeform (scr120620 / (B)(6)), 6mm x 15cm cerepak freeform (scr120615 / (B)(6)), 4mm x 10cm cerepak freeform (scr120410 / (B)(6)), 6mm x 20cm cerepak freeform xtrasoft (xcr120620 / (B)(6)), 4mm x 12cm cerepak freeform (scr120515 / (B)(6)), 6mm x 20cm cerepak freeform (scr120620 / (B)(6)), 6mm x 25cm cerepak heliform (shd180625 / (B)(6)), 5mm x 10cm cerepak freeform (scr120510 / (B)(6)), 4mm x 8cm cerepak freeform xtrasoft (xcr120408 / (B)(6)), and 3mm x 4cm cerepak freeform xtrasoft (xcr120304 / (B)(6)) were advanced and detached. There were two coils that had issue with detachment. The first coil, a 3mm x 6cm cerepak freeform (scr120306 / (B)(6)) was advanced and detachment attempts were made. Two (2) attempts were made with the cerepak tm mechanical detachment handle (mdh1 / (B)(6)) and one (1) manual break. All attempts failed to detach the coil. The strong was attempted to be pulled with hemostat, but it broke and the coil was removed without incident. The second coil, a 3mm x 4cm cerepak freeform xtrasoft (xcr120304 / (B)(6)) did detach after two(2) detachment attempts were made. The 3mm x 4cm cerepak freeform xtrasoft coil was implanted, but fragments of coil delivery system and pusher tube were collected. The procedure was successfully completed with great results. The patient was reported to be doing well post-procedure. There was no negative patient impact reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile cerepak tm mechanical detachment handle was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The slider function was tested, and it easily translated when activated, a click was audibly heard upon completion of actuation. The slider recovered automatically to starting position after actuation, and a click was audibly heard upon completion of reset. The proximal end of a cerepak coil delivery system was easily inserted inside the nose cone. No resistance was caused by any visible blockage or damage. The detacher slider distance of the proximal inner tube travel distance was measured, and the handle slider travelled full distance. The proximal inner tube travel distance was 12.8 mm. The nose cone was removed while keeping the housing intact, the internal components were visually inspected, and no appearance of damages nor irregularities were observed. The slider was actuated while the ceramic insert was being observed, and the insert moved and visually connected with the slider. The housing was opened, and the internal components were visually inspected. No irregularities were observed. The corner of the ceramic insert used for detachment was marked, the pin was removed, and the pin and ceramic inserts were measured and found within specifications. A review of manufacturing documentation associated with this lot (97988374) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue reported regarding the damaged on the detacher component could not be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00762, 3008114965-2023-00764, and 3008114965-2023-00765. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.